Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported on event on (B)(6) 2024 that when undraping the patient, a small burn hole was noted in the surgical drape and a small burn to the patient's nose was observed.